Event description:
Litigation papers allege the patient has significant pain in the left hip region, as well as constant popping of the left hip. Update: (B)(4) 2013 litigation papers allege elevated metal ion levels. New doi provided. Product/lot numbers located for acetabular cup and femoral head. Dob provided.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this investigation closed.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Update rec¿d (B)(6) 2015 - plaintiff¿s preliminary disclosure form was received, which identified lot information from patient sticker sheet. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation. The complaint was updated on: (B)(6) 2015.